Event description:
The customer reports during calibration the ventilator began to smoke. There was no pt involvement or injury. There were no alarms activated. The customer will investigate the cause of the failure.